Event description:
The customer reported to olympus that during the water leak test, the device observed to be perforated. During testing and inspection of the returned device, the coating on the image guide coil was peeling. There were no reports of patient harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customers allegations were confirmed. Water tightness was not maintained due to holes in the curved rubber. It was also noted that the bending angle was insufficient due to elongation of the angle wire. There was poor insertion of the brush into the forceps channel. Mark peeling was also noted in the operation and connecting part. The image guide bundle was severely broken. The flexible tube of the insertion section was crushed. The coating of the image guide coil was peeling off. The angle lever and the grip were deformed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it¿s likely the coating of the insertion tube peeled due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.